Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged after the syringe needle was inserted through it. Customer used another cartridge. Customer's blood glucose was within range (value not provided).

Manufacturer narrative:
Section d: model, catalog, serial and uid numbers section h4.